Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen was frozen on a password prompt, preventing access to the machine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen was frozen on a password prompt, preventing access to the machine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.